Manufacturer narrative:
Update 05-sep-2025: this serial number was reported in error. Please refer to serial number (B)(6). This report is now closed.

Event description:
It was reported that the device was explanted and replaced due to eri status. Should additional information be received, this file will be updated.